Manufacturer narrative:
Correction b5: change quantity to one (1) minicap extended life pd transfer set (previously reported as two (2) transfer sets on initial report). Additional information h3, h6, and h10: h10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed and there were no issues observed. Integrity seal surface testing was performed and there were no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of two (2) minicap extended life pd transfer sets and the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.